Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Although the speaker was confirmed to be functioning per specification during testing, it was indicated that there was a speaker malfunction error and there was no sound. The speaker has been replaced on precaution per current process. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed.

Event description:
Philips received a complaint on mx40 1.4 ghz smart hopping indicating that the speaker had malfunction error. It is unknown if the speaker produced and sound or not. The device was not in clinical use at time of event, no patient involvement.